Manufacturer narrative:
Evaluation summary: based on investigation, the root cause of the determined event was attributed to a user related issue. X-rays were provided permitting to confirm the event. X-rays were sent to our medical expert who stated: due to the presented data, the breakage and the stripping of the screws were caused by: overloading in a completely unstable fragment constellation resulting in fatigue, a delayed union. A borderline indication for a short omega plate with only 4 plate holes¿. Clinical statement from the medical expert: "from the authors¿ point of view all instructions in the operative technique and the instructions for use are clearly verbalized and easily understandable to a clinical expert. Therefore, corrective actions in the field of users¿ information are not required." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Device will not be returned.

Event description:
Shaft screw fracture. Revision of stryker omega dhs to modular endoprosthesis.